Event description:
Event occuured regarding a plum duo infusion system where it was reported that a nurse programmed a magnesium sulfate 2g/ 50 ml piggyback. Very shortly the pump alarmed the volume to be infused was complete. When she looked at the infusion log, on 4.45ml had infused and the magnesium sulfate was still full. She reprogrammed it on the other side of the right side, and it infused appropriately. Right side infusion total was looking at the log, it displayed ¿intermittent 2 gram for 3.28ml¿. The same was tried recreating but was not seen again. Later it was tried with different pump by programing the magnesium sulfate with a volume of 3.28 and it automatically changes the dose to 0.131 grams, so it isn¿t that she manually changed the volume to be infused. There were also low dose alarms she would have had to override. She also had four n102 error at starting. There was patient involvement but no harm.

Manufacturer narrative:
Investigation summary the device was not returned to the manufacturer for evaluation. Engineering was provided with ls event alarm logs and trace logs obtained from the pump; these files were reviewed and are attached in the complaint record. Engineering determined that the pump operated as intended and within design tolerances. At 16:21, a distal occlusion alarm occurred, and the clinician did not restart therapy, placing the line in standby. At 01:31, a subsequent dose was programmed, likely by a different clinician, but the vtbi remained at the previous value of 3.28 ml instead of being updated to 50 ml. The pump correctly calculated and delivered the infusion based on the programmed vtbi. By 04:16, 4.45 ml had infused at 1.64 ml/hr. The new bag appeared full because the programmed vtbi was not updated. Engineering concluded the event was consistent with user programming error. Because the device was not returned to service hub for analysis and evaluation and the reported behavior could not be reproduced, the exact cause cannot be conclusively confirmed; however, available evidence supports user programming error rather than device malfunction.